Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm while asleep. Customer's blood glucose was 565 mg/dl. Customer went to the emergency room to receive treatment for high blood glucose. Customer was waiting to get discharged at the time of call. After troubleshooting, customer was advised that insulin pump would need to be replaced.